Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. Serious injury reported under (B)(4), MDR # 1219930-2016-00745.

Event description:
According to the reporter, when the cartridges are being fired on the lung of the patient in a vats lobectomy procedure , another product, which is required to be used together has been broken. After this situation the device can not be used anymore. So a new handle has been used to fire the main branches of the lung. After the 2 cartridges fired with a handle on the two main branches , the last staples which are localized on the distal , were not properly and the staples were not in ideal b formation. The physician opinion: the cartridge power has not high quality , staple formation is not proper and reload always breaks. The surgeons did a leak test to make the control of pneumatosis on the main branches of the lung. After that , minimal leak is occured on the distal ends of the two branches. When the surgeon was firing the reload for the first time on the branch ,the handle and the shaft are separated from each other. Then a new device was used and the procedure is completed. The surgeon sutured the not-proper stapled area. The patient is discharged. The event resulted in 2 days more hospital stay.